Event description:
A surgeon reports that 2 to 3 weeks following a procedure where perfluoropropane was used. A pt underwent vascular surgery where nitrous oxide was administered. The pt's intraocular pressure increased. Currently the pt has no night perception.